Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that the patient was complaining of pain and numbness in the chest wall around the site of the generator. The physician believed that the patient's generator may have "loosened up". Clinic notes indicated that the patient had woken up and began to feel pain at the apex of the generator. He also felt numbness around the generator site that extended to the left side of his lower neck. The physician noted erythema at the left chest and neck. The physician believed that there may have been a dislodgement of the vns generator. The patient's system diagnostics were within normal levels with impedance at 2804 ohms. Approximately 6 months prior, the patient had had a physical alteration with his brother and his chest was hit, and the patient had been worried that the generator was damaged. Impedance was within normal limits. The patient was referred for replacement. On a fax from the physician, it appeared that the patient was referred for surgery to preclude a serious injury and for patient comfort. He indicated that trauma to the vns during the patient's fight with his brother was the believed cause of the migration. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient reported that there was something wrong with his device. The patient said that his brother-in-law punched him in the chest where the device was which made the generator stick out. The physician reviewed the patient's x-rays and there appeared to be no lead breaks or issue with the generator. The surgeon ran system diagnostics on the patient's device while the patient was in many different positions and all were within normal limits. He also said that the patient's device hadn't migrated. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.